Event description:
It was reported that the customer's insulin pump had many scratches and the display was worn out. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unable to perform displacement test due to unresponsive esc button. Unresponsive esc button due to corroded keypad trace. Scratched lcd window noted. Unit had cracked reservoir tube lip, cracked case at display window corner, keypad overlay scratched, scratched case, scratched reservoir tube window, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.